Event description:
It was reported that during the procedure in the heavily calcified posterior tibial artery, a 2.0x40 armada dilatation catheter was advanced without resistance for treatment of a total occlusion. An attempt was made to inflate the balloon but the balloon completely failed to inflate. The dilatation catheter was removed from the anatomy without resistance. Outside of the anatomy another unsuccessful attempt was made to inflate the balloon. At this time it was noted that the balloon was ruptured. A new 2.0x40 armada dilatation catheter was used successfully to perform angioplasty. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The balloon catheter was returned with blood and contrast in the balloon and on the shaft. The balloon was loosely folded, suggesting it had been inflated. There was a kink in the shaft 1.8 centimeters (cm) proximal to the proximal seal. The shaft was smashed 44.3 cm proximal to the proximal seal. The kinked and smashed portion of the shaft may be due to anatomical conditions. There was no other damage noted to the balloon catheter. The inflation device used during the procedure was not returned. Potential factors for failure to inflate include, but are not limited to, damage to the inflation lumen, balloon ruptured, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. To help ensure that the reported difficulties are not due to manufacturing, all armada 14 units are leak tested and a sampling of units is destructively tested to verify rated burst pressure. The reported rupture and failure to inflate could not be confirmed. An indeflator, filled with water, was used to inflate the balloon to 14 atmospheres with no damage noted to the balloon. After the inflated balloon was soaked in the water bath to check for damage, there was no leak or damage noted to the balloon or catheter. An indeflator, filled with grastrografin diluted 1:1 with water, was used inflate the balloon to 14 atmosphere, rated burst pressure and the inflation times were taken. The inflation times met manufacturing criteria. It may be possible that the kinked and smashed portions of the shaft contributed to the difficulty inflating while in the anatomy; however, this could not be confirmed during functional testing. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.